Event description:
It was reported that a patient had a previous stemmed anatomic shoulder replacement, the poly glenoid had become loose, and had come away from the glenoid. After removing the implant, the surgeon noticed that the inferior posterior peg had broken and was not attached to the implant. It was still cemented into the glenoid, so the surgeon used a burr to remove the remaining peg. The surgeon removed all implants and inserted a cement spacer preparing for the 2nd stage revision which the patient will come back for. Due to the stem being extremely secure, the patients gt (greater tuberosity) broke whilst removing the stem. The surgeon explained to the patient they will probably require a hrp as part of the 2nd stage revision. There were device breakages and there were fragments, parts, pieced in the wound site which were removed by the surgeon and a wash out occurred. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted device is available for return. Device images were provided. Prosthesis wear was observed in the images. No further information.

Manufacturer narrative:
D10: 300-10-45 - equinoxe replicator plate 4.5mm o/s, 310-01-44 - equinoxe, humeral head short, 44mm (alpha), 300-20-02 - equinox square torque define screw drive kit, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.